Manufacturer narrative:
A patient experienced high impedances on one of the leads implanted was reported to abbott. As a result, the impeded lead was replaced to address the issue. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: 5651860.

Event description:
It was reported that the patient experienced high impedances on one of the leads implanted. As a result, the impeded lead was replaced, no complications, effective therapy post-op. Investigation was unable to determine which lead was at fault.